Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence. It was reported by trial patient that they had pain from the incisions. On (B)(6) 2019, trial patient stated they were taking medication for an infection. No further complications were reported or anticipated.